Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the intracranial stenting procedure at the internal carotid artery (ica), the operator noticed that the subject stent was missing from the delivery wire. It cannot be confirmed the missing stent was due to the device being incorrectly assembled or prematurely deployment during the procedure. There was a 30 minutes delay during the procedure. It was also reported that the patient's anatomy was moderately tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the intracranial stenting procedure at the internal carotid artery (ica), the operator noticed that the subject stent was missing from the delivery wire. It cannot be confirmed the missing stent was due to the device being incorrectly assembled or prematurely deployment during the procedure. There was a 30 minutes delay during the procedure. It was also reported that the patient's anatomy was moderately tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection could not be performed because the subject stent was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was provided by the customer indicated that the device was prepared as per the dfu. As per the dfu ¿ the stent delivery wire and proximal end of the introducer sheath must be held together when removing the neuroform atlas stent system from the dispenser hoop to prevent stent movement and premature deployment.", the stent may have deployed at this stage. During device manufacture components are electronically scanned to ensure the component is present as per standard procedure. In addition, confirmation the stent is loaded is verified as per standard procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.